Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Hardware low-level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Device it received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. The customer blood glucose level was 650 mg/dl at the time of incident. Customer treated with insulin pump. The customer state that they were able to passed the self-test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.